Manufacturer narrative:
Actual component evaluated at customer's site. The fse replaced the tank assembly to correct problem. The fse performed and passed checkout procedure. The fse ran test cycle. System meets specs.

Event description:
The customer alleged that the unit was leaking disinfectant. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.